Event description:
It was reported that the patient underwent a scheduled sinus procedure. During use of a powered debrider, the blade broke. Reportedly, there was no impact to the patient. No further details were provided.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made. (B)(4). Visual analysis showed the inner shaft broke 1.03" from the face of the shaft. The outer tube was bent at the face of the outer hub by approximately 20 degrees. Gauging was observed around the entire circumference of the outer diameter. The break point of the inner shaft corresponded to the outer tube bend location. There was deformation of the locking area. This deformation led to the failure and bend of the outer tube which led to the inner shaft breaking. Excess pressure applied to the edge of the outer tube during use can weaken the inner tube until a fracture occurs. The sterile blade is a single-use accessory component used in a power debrider handpiece intended for the incision and removal of soft and hard tissue or bone in general otorhinolaryngology, head and neck, and otoneurological surgery. Excessive force may lead to bending or breakage of the blade.